Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Light usage residues were observed throughout the sample. A longitudinally aligned split was observed near the proximal end of the white-luered extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed coarse and sharply defined fracture surfaces. The fracture surfaces exhibited abrasion and material flow in the proximal direction. Following longitudinal bisection of the extension tubing in the vicinity of the split, inspection of the internal surface revealed more extensive damage than the external surface. Longitudinally aligned abrasions were observed in the vicinity of the split. The split characteristics and internal surface features were consistent with damage caused by abrasive contact between the extension tubing and the inlaid stylet. The direction of material flow indicated that contact occurred during stylet removal. Such damage can occur of the stylet is not wetted prior to removal and if removal is attempted against resistance. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter.¿ and ¿preflush catheter with sterile normal saline or heparinized aline to wet hydrophilic stylet.¿ a lot history review (lhr) of recw1124 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leakage was found when flushing to confirm the catheter patency just after catheter placement. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1124 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leakage was found when flushing to confirm the catheter patency just after catheter placement. There was no reported patient injury.